Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1. The baxter technical services representative (tsr) had the home patient (hp) press stop and go, straighten the lines from the door, make sure that the clamps were open, close and open the transfer set three times, make sure the seals were broken, flip the heater bag over, apply pressure to the heater bag, and the alarm returned. The hp at first did not want to change all of the supplies, and stated that he just wanted to change the heater bag again. The tsr advised the hp that it would be necessary to change all of the supplies to keep the hp from getting any outside air in the set due to disconnecting and reconnecting supplies. The hp then agreed to replace all of the supplies. Global technical service verified on (B)(6) 2012 that the patient had replaced just the heater bag prior to calling in an attempt to troubleshoot the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. He stated that he did not recall this event. Therapy has been going well since, and there were no adverse effects reported in relation to this incident. Bps contacted the registered nurse on (B)(4) 2012. She stated that she had not been informed of this specific event. Bps informed the nurse of the patient's use error. The patient has been continuing therapy successfully since, and no adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.